Manufacturer narrative:
Other text: g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection noted the cuff was found to have scratches on the surface. The sample looks quite used. The scratches on the cuff cause the cuff to fail to inflate. Based on the analysis performed on the sample, the reported cuff inflation / deflation problem was confirmed. The sample has the cuff scratched, in this section was found the leak. This type of scratch can be caused when the cuff inflated is in contact with some sharp edge. The unit is observed used. It seems that it got stuck during the intubation process and when pulling the device caused this leak. However, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
It was reported that during patient use it was noticed the cuff would not inflate. Adverse patient effects are unknown.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.